Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6)2010. The needle broke when the surgeon was introducing it into the skin at the end of the intervention. A light amplifier was used to try to immediately retrieve the needle piece without any result. No add'l info was provided.